Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported after the patient's implant was turned on, the position of the stimulator bag was extended to the position of the extension behind the ear occurring the abnormal pain. However, the pain disappeared after the stimulator was turned off. After the x-ray, the cause of the problem was not found. The test impedance was normal and the line was normal. Presently, the patient was observed in the hospital, and the follow-up treatment was still under discussion. Effective measures were taken. Troubleshooting was unknown. The patient was currently observing in the hospital. No further complications were reported as a result of this event. Additional clarification was provided indicating that the abnormal pain was felt from the position of the stimulator bladder to the position of the extension behind the ear. No further complications were reported. Additional information was received indicating the cause of the problem was not found after inspection. The patient was hospitalized for observation. It was unknown if the abnormal pain had been resolved. No further complications were reported.